Event description:
It was reported that this right atrial (ra) lead was dislodged. Surgical intervention was performed and this lead was explanted, replaced, and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes and device codes.

Event description:
It was reported that this right atrial (ra) lead was dislodged and the patient appeared to have twidder syndrome, this was confirmed through x-rays. Surgical intervention was performed and this lead was explanted, replaced, and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation(s). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. Visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Electrical continuity testing passed - indicating conductors are intact.

Event description:
It was reported that this right atrial (ra) lead was dislodged and the patient appeared to have twidder syndrome, this was confirmed through x-rays. Surgical intervention was performed and this lead was explanted, replaced, and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.